Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that chest pain, shortness of breath, in-stent restenosis and acute coronary syndrome occurred. On (B)(6) 2010, the subject had positive nuclear stress test and cardiac catheterization was recommended. Index procedure was performed. Target lesion #1 was a de-novo long lesion, located in the mid to distal left anterior descending artery (lad)with 75% stenosis and was 8 mm long with a reference vessel diameter of 2.2 mm. The lesion was treated with pre-dilatation and placement of a 16 x 2.25mm taxus liberté atom stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the subject was discharged on aspirin and prasugrel. On (B)(6) 2014, the subject presented to the facility with complaint of chest discomfort associated with shortness of breath for the last 48 hours and was diagnosed with acute coronary syndrome(acs). The subject was hospitalized on the same day. The subject had taken sublingual nitroglycerin and was asymptomatic during cardiac evaluation. At the time of event, the subject was taking aspirin and clopidogrel. The study drug as per protocol was never taken during the study. Th 95% in-stent restenosis of study stent in mid lad were treated with balloon angioplasty and placement of a 2.5 x 12 non bsc drug eluting stent. Two days from hospitalization, the event was considered resolved without residual effects and subject was discharged on aspirin and prasugrel. On (B)(6) 2014, the subject presented with recurrent chest pain, coronary disease and abnormal nuclear stress test. The subject was hospitalized on the same day and cardiac catheterization was recommended. The 95% in-stent restenosis of study stent in mid lad extending upto distal lad was treated with balloon angioplasty and placement of a 2.5 x 12 mm promus stent. Following post dilatation, residual stenosis was 0%.the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel two days post hospitalization. The subject was scheduled for an automatic implantable cardioverter defibrillator.